Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive and is not functional. The customer's blood glucose (bg) was 65 mg/dl. Due to not eating food. The customer ate food to address bg level. The customer reported that manual injections would continue to be used for alternate insulin therapy.

Manufacturer narrative:
Serious injury replaced with malfunction; (B)(4).